Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection noted that the device header was loose. An x-ray of the device noted that the lv ring and df- feedthru wires were cracked. Laboratory analysis concluded that this header damage likely caused or contributed to the clinical observations. Manufacturing enhancements have been implemented to make the header bond more robust.

Manufacturer narrative:
The return of the product was requested. At this time, the product has not been returned. If the product is returned analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms following delivery of shock therapy for ventricular fibrillation (vf). Shock impedance measurements were noted to be in the 40-50 ohms range during shock delivery. The patient experienced lightheadedness with the vf prior to delivery of therapy. Boston scientific technical services (ts) discussed troubleshooting options. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.